Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing a fill estimate of (b)(4) units while caller expected less than (b)(4) units and described this as a fill estimate issue. There was no reported impact to the customer¿s blood glucose level. Caller confirmed proper cartridge preparation and chose to load new cartridge with guidance from Technical Support, declined test bolus to update insulin estimate, and agreed to monitor pump and follow up if necessary, with no additional outcome information available.